Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hal software error detected alarm and also arm cannot communicate with the motor arm error alarm. Customer blood glucose value was 82 mg/dl at the time of the incident. Customer able to clear the alarm and able to rewind it. Advised customer to performed self-test and test passed but alarmed pump error. Customer also receive failed battery test after the pump error. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, hal software error detected, and the main arm cannot communicate with the motor arm alarms are located in the downloaded history files due to a software error. No unexpected failed battery test/failed battery noted during testing.